Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh on (B)(6) 2009. Later patient experienced erosion, dyspareunia, abdominal/pelvic pain, urinary problems, recurrence of prolapse and/or incontinence, bladder, bowel of vessel perforation and vaginal scarring. Several subsequent surgeries were performed.